Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was in mid 60 mg/dl range. Reportedly, the customer contacted a healthcare provider to obtain alternate insulin therapy.